Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of liver fluke relapse, fever, and peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On an unreported date, prior to the pd catheter insertion, the patient experienced a liver fluke infection and was hospitalized for the event. On an unreported date, after the pd catheter implantation, the patient experienced cloudy effluent without any clinical symptoms. The patient was treated for liver fluke infection as per the protocol and at the same time, the peritoneal effluent was less cloudy. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient had a relapse of the liver fluke infection. On (B)(6) 2012, the patient experienced fever and peritonitis manifested by abdominal pain. On (B)(6) 2012, the patient was hospitalized for fever and peritonitis related to the liver fluke relapse. On (B)(6) 2012, the patient was treated with heparin (5000 iu/ml, 4 times/ day, ip). The heparin treatment was ongoing at the time of this report. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. During hospitalization, no treatment was rendered using antibiotics. The treatment for liver fluke was continued following the protocol of the digestive department. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.